Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. It was reported that shortly after having the pump implanted it became dislodged and was spinning in the patient's body. The caller stated that the healthcare provider (hcp) told them that it was kinked. It was noted that the patient was very uncomfortable and that the "output" last month was very minimal; which was believed to be due to the kink. The caller stated that he was unable to see his healthcare provider (hcp) until (B)(6) 2020. No further complications have been reported as a result of this event.